Event description:
It was reported the customer had infusion sets that would not prime. The customer also reported a no delivery alarm while attempting to prime. The customer's blood glucose was unknown. Customer stated the alarm was resolved by an infusion set change. The customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.